Event description:
It was reported that this right atrial (ra) was dislodged which alledgedly cause muscle/pocker stimulation. The lead alledgedly presented loss of capture with no asystole. This lead was successfully explanted and replaced. No additional adverse patient effects were reported. This lead is expected to be return.

Event description:
It was reported that this right atrial (ra) was dislodged which cause a muscle/pocket stimulation. The lead presented loss of capture with no asystole. This lead was successfully explanted and replaced. No additional adverse patient effects were reported. This lead is expected to be return

Manufacturer narrative:
Corrected field e1: initial reporter facility name was added.